Event description:
A malfunction alarm, identified as malf 8, was reported with a pump that was still under warranty. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and confirmed the customer's shipping address. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.